Manufacturer narrative:
The device was returned and the evaluation found the following: there were scratches on charging coupled device (ccd) due to bad bezel; display unit received intemittent image due to faulty of liquid crystal display (lcd); serial digital interference (sdi) connector need to replace circuit board (qb) board. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the monitor exhibited intermittent image. The issue occurred during the preparation for use. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h4 and h6. Corrected fields: e2, e3 and g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that faulty serial digital interference connector and intermittent image occurred due to circuit board (qb) failure. Olympus will continue to monitor field performance for this device.